Event description:
The patient contacted animas on (B)(6) 2012 reporting that when they delivered a bolus via the pump, they were getting warning on the screen that the bolus was cancelled due to user button. The patient denied pressing any buttons to cancel. The patient stated it took several tries to complete a bolus because of the warning. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box history indicated "partial delivery, user aborted" warnings had occurred. The pump keypad was tested and confirmed no sticking or hypersensitive button contacts. The pump was exercised for 24 hours without alarms. An audio bolus and a normal bolus were performed successfully with no cancellations and both were recorded correctly in the pump history.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.